Event description:
The customer reported that the system made a popping sound and then would no longer boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply fuse was replaced, the candlesticks were regreased, and a filament calibration was performed. The system was then found to be operating as intended.